Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an extirpation of the veins, when tying the vein, by fastening the glasses and anchoring without testing the strength or tension, by the specialist, both of the thread broke in two. A third suture was used to complete the case. There was no patient injury.